Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the smart device and receiver lost connection with the transmitter on (B)(6) 2015. Patient reported currently, everything is up and communicating fine, showing a number. No additional patient or event information is available.